Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "patient was connected to fluorouracil pump at 1410. At 1639, he returned to the unit stating that his shirt was "all wet" on the lower right abdominal area. He states he noticed when he got home that his shirt was wet and called the doctor's clinic but no one responded nor returned the call. Upon rn assessment, his shirt and dressing attached to abdomen were damp, and skin had a powdery white film. Although all mediport claves were secure, rn noticed bottom clave that attaches to 5fu bottle was leaking but could not identify where exactly it was from. For extra precaution top and bottom claves were changed to new ones, skin was cleansed with alcohol pads. All clamps were reopened and rechecked with patient and wife in the room for reassurance. Pt. Informed to call clinic again in case he has any concerns."